Event description:
It was reported that the right ventricular (rv) lead showed rising and high thresholds. It was also reported that there was high impedance and a possible lead fracture. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead (B)(6) 2008. (B)(4).